Manufacturer narrative:
E1: patient city: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).

Event description:
It was reported on (B)(6) 2026 that the patient's infusion set cannula detached from site due to sweating. It led to tape was not sticking event.